Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states there is a constant audible tone and frozen screen. The customer's blood glucose level at the time of incident was unknown. The customer states their blood glucose level after the tone and the frozen screen was 60mg/dl. The customer states they may have delivered too much insulin after eating, but their level is now 130mg/dl. Troubleshoot was conducted. The customer conducted pump reset and waited two hours. The customer states the audible tone is still present. Self-test was unable to be completed. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with the screen stuck on the number 3 then constant tone due to cold solder joint on the mother board. The insulin pump had cracked case at the display window corner, minor scratched lcd window and cracked reservoir tube lip.